Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical specialist. Based upon the investigation findings, a root cause for the reported issue was not specifically identified although the clinical assessment suggests that the difficult anatomy and use of the device outside of recommended patient parameters was a possible contributory factor in the patient outcome. The complication bleeding was reported as coming from a previous thoracic lesion. No device issue was reported or identified in the investigation. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during implant of a bifurcated device, a suprarenal aortic extension and a limb extension, complications occurred related to vessel access, blood pressure, and gi bleeding after completion of the endovascular procedure. Reportedly, during preclose of the left groin 2 proglides were placed, however, on second proglide the patient began to bleed excessively. Manual compression was held to control the bleeding. After the bleeding was felt to be under control, a 9fr sheath was placed to introduce a stiff guide wire but this prolapsed on itself. Extravasation of the left femoral artery (lfa) occurred. A 17 fr sheath was placed to stop the bleeding. On the right groin, a 9fr sheath was placed, then exchanged for a 12 fr sheath and a balloon was used from that side to stop the bleeding at the lfa. The patient's blood pressure was not stable throughout the procedure. Fluids and blood were being administered during the procedure. The bifurcated device was introduced from the left groin and implanted without complications. An angiogram was performed and revealed a small proximal endoleak. The patient's blood pressure dropped after implant of the bifurcated device and the suprarenal aortic extension was placed. Repeat angiogram showed the endoleak had resolved. A limb extension was also implanted, in the left limb without issues. The three devices were implanted in the correct location and no endoleak was present. The procedure was concluded and the physician closed the access sites surgically. The patient's blood pressure was reported as 60/40 at the end of the procedure. The patient was transferred to the ICU, with unstable blood pressure. The patient deteriorated, the abdomen became hard, distending and filling with blood. A gi bleed was suspected. A CT was performed, which revealed the bleeding was coming from a previous thoracic lesion. The patient was not a candidate for open repair. The patient reportedly expired later that night. The physician indicated the endovascular devices were not a contributing factor to the patient's death.